Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture, high impedance and high thresholds were noted on the left ventricular (lv) lead. Lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.